Manufacturer narrative:
Device used for treatment, not diagnosis. The original surgery took place sometime in 2014. This report is for unknown 4.0 locking screw /unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery for hardware removal was performed on (B)(6) 2016. There was no pain or infection. The patient simply wanted the devices removed. Devices removed were (1) tibial nail, (3) 4.0 locking screws, (1) zero end cap, (1) ten-hole one-third tubular plate, (6) locking screws removed from the plate. There was one 4.0 locking screw which broke into two pieces during removal. Both pieces were taken out with no fragments left in the patient. This caused about a 20 minute delay. All of the removed devices were kept by the patient after removal. There were no replacement devices implanted. The original surgery took place sometime in 2014. The procedure was completed successfully with about a 20 minute delay and no medical intervention. The patient's post-operative status was noted to be stable. He has no additional information. This complaint has 1 device. Concomitant devices reported: unknown tibial nail, part #-unknown, lot #-unknown, quantity (1). Unknown 4.0 locking screws, part #-unknown, lot #-unknown, quantity (3). Unknown zero end cap, part #-unknown, lot #-unknown, quantity (1). Unknown ten-hole one-third tubular plate, part #-unknown, lot #-unknown, quantity (1). Unknown locking screws, part #-unknown, lot #-unknown, quantity (6). This report is 1 of 1 for com-(B)(4).